Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02546. It was reported that the patient had high impedances on one lead, and was unable to enter MRI mode. It is unknown which lead was affected, so both are being reported. As a result, the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.